Event description:
It was reported the hp052 was used during a hemorroidectomy. It was reported by the rep was trying to seperate the cap from the plug and it broke. A new hp052 was used to complete the case. There was no consequence to the pt.